Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that the surgeon was using pve35a with vasecr35. He fired the stapler however one of the staples was lodged in the reload somewhere approximately around 10mm from the distal part of the reload. He had to cut the staple pin with a scissor as it was lodged between the reload and the pulmonary artery. No patient consequences reported. No further information is available.